Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was observed after connecting a new generator to the lead during surgery. It was reported that troubleshooting was performed and the lead pin was reinserted into the generator header and the vagus nerve was moistened. It was reported that the high impedance did not resolve and the lead was replaced. It was reported that the patient underwent generator replacement in (B)(6) 2012 and that lead impedance at that time was within normal limits. Further follow-up with the neurologist revealed that the high impedance was observed at an office visit on (B)(6) 2013. It was reported that the diagnostics showed >=10,000 ohms. It was reported that the physician did not understand what the high impedance meant and referred the patient for generator replacement. The patient is mentally retarded so is not able to communicate whether any trauma occurred that could have caused or contributed to the high impedance. No x-rays were taken and no patient adverse events were reported. It was reported that the lead was discarded during the surgery, but the generator was returned for analysis on (B)(4) 2013. Analysis of the generator was completed on (B)(4) 2013. An end-of-service warning message was observed in the pa lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated the device was operating properly. The generator data revealed that the high impedance first occurred on (B)(4) 2013.